Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump was damaged and the reservoir won't move up when trying to fill the reservoir. The customer reported issue during priming process and rewind option/message displayed after an alarm/alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit failed to pass the self test, due to pump error 63 occurring, during test. P-cap locks properly into the reservoir compartment. However, it was noted as damaged, due to cracked retainer and partially broken retainer. Unit successfully downloaded to thus for history files and traces. Pump error 63 variable 03 was found on (B)(6) 2024 06:24, in history files and traces. Pump was cut to perform visual inspection. Found moisture damage on the pcba 2 and force sensor. Motor was tested outside of unit and it passed. The following were noted, during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, faded serial label, cracked retainer, partially broken retainer, cracked reservoir tube lip. Pump error 63 is confirmed, due to occurring, during testing and due to cracked soldered joint at u1 at pin (02). Prime/anomaly and rewind anomaly are not confirmed. Cosmetic damage is not confirmed, at the belt clip rails. Additional cosmetic damage is noted on unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.